Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, on resection of the gastric antrum, the device fired two nails and there was no problem, but when they fired the third nail, it was unable to fire. They replaced with a new reload but still it was unable to fire. The surgeon was able to press the green button but was unable to squeeze the handle. They replaced a new gun and a new nail to complete the case. There was no patient injury.